Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement due to an unknown reason.

Event description:
It was reported that the patient underwent an ipg replacement due to an unknown reason. Additional information was received that patient had minimal use of arms and charging of ipg was difficult. It was also reported that the patient experienced loss of stimulation. The patient was doing well postoperatively, and the explanted device was not returned.